Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not populating due to a failed communication (com) sled and faulty full height (fh) matrix drawer boards, and the drawers were unable to reconfigure or accept the firmware upgrade after reimaging. The field service engineer (fse) replaced the failed com sled, updated firmware, attempted to replace full height matrix boards, and after escalation, reinstalled the original parts and completed the fh drawer firmware upgrade. The fse confirmed that the drawers configured successfully, and the system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was moved, and after it was rebooted the application did not detect any drawers. A medapp repair was attempted, the pyxibus was toggled off and on, and the device was rebooted again, but the issue persisted and the drawers were still not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was moved, and after it was rebooted, the application did not detect any drawers. A medapp repair was attempted, the pyxibus was toggled off and on, and the device was rebooted again, but the issue persisted and the drawers were still not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.